Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information. Reported event was confirmed through review of photographs of the explanted femoral stem. The product was not returned for analysis. DHR review was performed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Implant date - 6 years ago. This device is not cleared for distribution in the united states; however, this report is being filed as zimmer biomet manufactures a similar device under 510k number k030055.

Event description:
Patient was revised approximately 6 years post-implantation due to pain and femoral stem fracture. During the revision procedure, there was difficulty removing the portion of the stem inside the femur. The fractured portion was removed after a 1-2 hour delay.